Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reloadable stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was received loaded with a 4.8mm single use loading unit (sulu). Visual inspection of the sulu cartridge noted that it had been fully fired; the pushers were flush with the cartridge surface. The sulu was reset and loaded with new staples. The instrument and the sulu were applied to appropriate test media. The jaw closes smoothly, the pin slide advances fully, and the handle actuates smoothly into pre-clamped and clamped positions. The jaw opens, handle unlocks and pin slide retracts when black release button is depressed. Acceptable staple formation was observed on test media. A review of the device history record indicates this device lot number was released meeting all medtronic quality specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the ta misfired, mislaying the staples. The issue was resolved by over suturing the staple line and resecting tissue. There was unanticipated tissue loss tissue, tissue damage, blood loss of more than 500cc, extension of the incision by more than 1 inch and extension of surgery time by more than 30 minutes due to the issue.